Event description:
Reporter stated pt was experiencing elevated blood glucose, 200-400 mg/dl (normal =90-150 mg/dl). Reporter stated device has been losing time and pt had to add minutes to device about every 2-3 weeks. Pt began self-testing to reduce blood glucose by giving insulin injections in addition to using the device. No additional medical treatment was received. While troubleshooting it was indicated that the pt is using infusion set tubing longer than recommended.